Manufacturer narrative:
Following device eval it was confirmed that the tip of the needle was missing (broken off). This incident meets the criteria of an FDA MDR report based on the reporting precedence established for 'distal needle breakages' for this product family regardless of the pt outcome. The device involved in this complaint is an echo-hd-22-ebus-p-c device of lot number c1074845. The 1 x echo-hd-22-ebus-p-c device of lot number c1074845 was returned to cirl for eval. This echo device was returned with the stylet in place and with the needle fully retracted into the sheath. There was a kink visible below sheath extender when the sheath extender was positioned at reference mark 3. The needle could be fully advanced and retracted without difficulty during the device eval. The needle tip was examined and it was noted that it was not intact. The needle tip was examined under the microscope and it was confirmed that approx 3-4mm of the needle tip was missing. In the additional info received from the rep it was confirmed that the stylet was fully advanced during the attempted puncture. The physician tried to use the needle but was not able perform the puncture, the needle slipped. When the physician pulled the needle out from the scope, he noticed that the bevel of the needle was missing, but confirmed that nothing left in the pt. The complaint info also reported that the scope was not bent when the physician attempted to perform the puncture. Comments received from product development engineering: "at finished product quality control (fqc) the tip of the needle is inspection 100%, so I would say it is impossible for the needle to be supplied as the device was returned". The customer complaint was confirmed as the needle tip (approx 3-4mm) bevel of the returned device was missing and therefore puncturing was impossible. A possible cause of this complaint is that the needle tip got damaged during transport/handling which in turn resulted in needle tip breakage. As the conditions of device usage cannot be replicated during the laboratory eval, a definitive cause of this complaint could not be conclusively determined. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the mfg records for echo-hd-22-ebus-p-c device of lot# c1074845 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ the pt did not experience any adverse effects due to this occurrence and the physician completed the procedure successfully with another needle. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
It was a puncture in the area 11r. The scope was not bent and when the physician tried to make his puncture it was not possible so he removed the needle from the scope. Needle was totally retracted into the sheath. The tip of the needle was rounded and not did not have a bevel and was so since the first puncture. The notch was present. Faced with the inability to cross the bronchial wall and seeing the needle slipping on the bronchial wall, he removed it without damaging the sheath of the endoscope. He took another needle and the procedure has completed successfully. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.